Event description:
Reported by the health professional as: "a port leak. There was a hole in the port tubing. The pt had the port replaced only."

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial # has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."